Event description:
It was reported that the non-preloaded intraocular lens (iol) was scratched. Through follow-up, it was learned that the surgery was completed successfully using a back-up lens (same model and diopter). The patient outcome is unknown and it is unknown if there was any patient contact with the lens. The lens was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore not explanted. Section e1: reporter name and address: contact: email address: unknown; requested but not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.